Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The right atrial (ra) lead was undersensing the fine atrial fibrillation (af) which prevented pr logic from withholding and the patient received a shock due to the conducted af which actually broke the af. Reprogramming was performed and the device and lead remain in use. No further patient complications have been reported asa result of this event.